Manufacturer narrative:
On 10/29/2021, infutronix confirmed with the distributor that the affected device was never returned for evaluation and therefore no root cause could be established.

Event description:
On 10/29/2021, a distributor of infutronix reported a complaint on behalf of an end user: "he accidentally pulled and broke the tubing from the pump proximity end while receiving therapy at home." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4)..